Manufacturer narrative:
Patient age and weight were not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a CT technologist caught their foot on a patient positioning strap that was hanging from the CT table onto the floor. The tech reportedly tripped and fell; landing on her knee. She sustained a torn lateral meniscus as a result of this fall and was prescribed to receive physical therapy including exercise and manipulation. There was no plan for surgery at this time.